Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05745. It was reported that the patient was experiencing a sharp pain near the lead insertion site. It was observed that the patient had a palpable mass near the lead insertion scar. As a result, the physician explanted and replaced the patient's system. Surgical intervention resolved the issue.